Event description:
Customer reports to have received excessive no delivery alarm during priming. Customer's blood glucose was unknown. After troubleshooting, customer advised that issue was resolved with a complete infusion set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).